Event description:
Information was received from a patient regarding an implanted neurostimulator (ins). The reason for call was patient says they have to charge ins every other day, and with their old stimulator it was every 3-4 days and said "its getting to be a pain". Pt says the rep doesn't answer their calls and doesn't call them back. Pt says its been happening since the implant. Pt says that they have 2 leads and currently are only using 1 lead an want to know why. Advised following up with hcp. The patient was redirected to their healthcare provider to further address the issues. Patient said stated they lost the therapy screen after charging the ins. Patient repeated information about having to charge the ins every other day. Patient stated she is been working with a rep. Patient stated she called the hcp ofc and waiting to hear from them. Agent assisted patient with using the communicator to connect to the implant. Device connect to ins and shows ins 100%, communicator 100%, handset 64% charged. Agent reviewed device function. Agent reviewed closing out the apps and how to shut down the handset. The reason for call was patient said they were trying to charge their ins earlier today and said "it malfunctioned and now I am back home and not having any luck with it". They said when this happened their was an orange light on the wr, and they put it on the charging dock but the lights on the wr won't turn off. During the call they did a long press on wr and were then able to start charging their ins. Wr shows its full. Ins is at 60 percent. Pt then got excellent charge quality. Pt says they think the inceptiv is too confusing and their old device was simpler. The troubleshooting steps that were taken on the call resolved the issue. Rep reported that charging is in line with the patients settings. Rep was unable to clarify "device malfunctioned and 2 leads but only 1 is being used" issues. Rep was not aware that it was an issue when they visited with patient. Rep believed that the cause is the program setup. Rep cycled the programming 15 seconds on 15seconds off. Currently set up program cycling. Rep will meet with patient next week to follow up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.